Event description:
The hearing performance of the device is affected. The user was re-implanted on (B)(6) 2026.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. Although no accident was reported, the damage found strongly indicates that the device was exposed to a significant external impact. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance of the device is affected. The user was re-implanted.